Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the sample with naked eyes shows the product contaminated. After disinfection, the product shows no issues noted. No findings are visible when inspecting the cutting surface of the product. The measurements of the inner diameters were within the specification. The reported condition was not verified, the cause of the condition could not be determined. Based on additional information received, the revaclear dialyzer was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a revaclear 300 dialyzer, the patient experienced heartburn, belching, and increased blood pressure. After treatment was completed the patient experienced hemolysis, pressure in the stomach, and blood in the urine. It was also reported that the patient had issues with coagulations that resulted in increased doses of innohep (ad. 8000 iu). It was reported the dialyzer was not reused. No other product issues were observed. For two days the patient was treated in the cardiology ward and then was in domiciliary care. The patient had dialysis with a non-baxter dialyzer in the hospital and was treated with non-baxter equipment in inpatient care. No further issues were noted. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.